Event description:
It was reported that a device was used during a laparoscopic appendectomy. It was reported a device was placed through seal and it tore and fell into patient abdomen. Seal was removed and a new device was opened. There was no consequence to patient. Device is not being returned.